Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the shear failed after only 2-3 minutes of use. After following the troubleshooting steps the shear still would not function so they replaced the shear with a new one and completed the case with no additional problems. There was no patient consequence.